Event description:
Customer contacted beckman coulter regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter ac-t diff instrument for a single patient sample. Initial hgb result was 9.3g/dl, and plt result was 449x10x3x3x3 cells/ul. Plt result was printed with an operator defined an "l" flag. (L-"low result. For pt samples, result is lower than the low patient sample limit"). The results were reported out of the lab. The original sample was retested the following day and higher results were obtained: hgb - 16.2g/dl. Plt - 547x10x3x3x3 cells/ul. In addition, the sample was tested on a different instrument in the customer's lab and hgb result was 15.9g/dl, plt result was 603x10x3x3x3 cells/ul. The repeat plt results were flagged with an operator defined an "h" flag (h-"high result. For patient samples, result is higher than the high patient sample limit"). The rerun results were considered correct and corrected reports were sent to the floor. Per customer, the patient was redrawn and results were matching the rerun results. Redrawn results were requested, but not provided. Based on information provided, there was no affect to patient or user.

Manufacturer narrative:
Qc was run before the event, but it is unknown if was run after the event. The instrument is currently performing within qc specifications. A field service engineer (fse) was not dispatched for this event as customer declined to have service check their instrument. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.